Manufacturer narrative:
Unit not received stuck in manufacturing mode. Pump error limits were in specification, however the power management graph indicated connector resistance issue. Unexpected replace battery alert while monitoring due to connector resistance issue. Connector for printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 3 days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly peeling off end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without a low battery alert occurring first. Blood glucose level at the time of the incident was 106 mg/dl. Customer was assisted with troubleshooting. The customer mentioned this is the third occurrence of the alarm without warning. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.